Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person), h6(component codes).

Event description:
N/a.

Manufacturer narrative:
Fse replaced solenoid driver board which resolved the issue. Unit now passes all tests and calibrations to manufacturer standard and has been released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) unit's voltage was out of range for blood back sensor. Unit's regular maintenance has not been maintained by getinge and last service for this device was a repair on 05sep2019. There were no faults or alarms related to this issue, and malfunction was found with voltage meter. There was no patient involvement, and no adverse event was reported.